Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of pump stoppages associated with a driveline disconnect, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. The submitted system controller log files contain data that a pump stoppage and corresponding low speed hazard event was observed while the system controller was connected to a power module. The event lasted approximately 14 seconds, and driveline disconnected alarms were observed during the event. In addition, pump power and estimated flow decreased to 0 w and 0 lpm respectively, resulting in low flow hazard alarms. The pump appeared to have ramped up to the fixed speed without issue following the event, and the device appeared to have operated as intended throughout the remainder of the log file. Based on previous complaint history, the events appear consistent with a potential percutaneous lead issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that during a patient¿s clinic visit on (B)(6) 2017, a review of device history revealed a pump stoppage and driveline disconnect. However, the nurse and the patient were stating that there were no percutaneous lead (driveline) disconnection, and the patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed a pump stoppage that was associated with a driveline disconnect. Since there was no true disconnect and issues only appear to be occurring while the vad was connected to the power module, the external driveline issue was suspected and repair was scheduled. On (B)(6) 2017, the technical services representative arrived on site and observed that a previous driveline replacement was performed. There was approximately 2 inches of exposed driveline from the exit site to the repaired area and not enough room for an additional repair. Therefore, the vad center decided to utilize an ungrounded patient power cable. No additional information was provided.